Event description:
The explanted device was received by med-el UK. According to the explantation report the device was not in use and the user reported pain. The user requested to have the device removed.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient was explanted due to pain at the implant site. Reportedly the pain was also present when the external device was not worn. The recipient was a non-user since 2021. However, the cause for the reported pain remains undetermined, as also no medical issue was reported which might have contributed. In addition, during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The explanted device was received by med-el UK. According to the explantation report the device was not in use and the user reported pain. The user requested to have the device removed.